Event description:
Per the clinic, the patient was prescribed cephalosporin (dosage and duration not reported) due to a reported granuloma around the implant site. The patient subsequently underwent a surgical exploration and irrigation of the site on (B)(6) 2013 and the issue was resolved. The granuloma reportedly recurred, and device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, november 27, 2013.

Manufacturer narrative:
Device not yet received for evaluation.

Manufacturer narrative:
This report is filed march 4, 2015.